Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient's representative reported "rupture, device bleeding, breast deformity, capsular contracture - baker grade unknown, device leakage, pain and foreign object sensation". Device remains implanted. This relates to the left side

Manufacturer narrative:
The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient's representative reported, left side "rupture, device bleeding, breast deformity. Capsular contracture, baker grade unknown. Device leakage, pain and foreign object sensation". Patient representative reported, additional capsular contracture, baker grade iii-IV. Seroma (mild). Diagnosed by palpation. Device has been explanted and replaced with non-allergan device.